Event description:
Approximately five months after index procedure, patienthad congestive heart failure and restenosis. Patient had a history of chf. Four days later, the patient had a myocardial infraction a revascularization was not performed. One month later, the patient died. Cardiac cause of death was cardiogenic shock.